Manufacturer narrative:
Device is a combination product. Device returned to manufacturer: an examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured by snap gauge and the result was 0.0400, this is within max crimped stent profile measurement specifications. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 470mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed 06aug2020. It was reported that the device was unable to cross the lesion. The lesion 90% stenosed and located in the mildly calcified and non tortuous right coronary artery. Following pre dilation a 24 x 2.75 promus premier select drug-eluting stent was unable to cross the targeted lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patients status is stable. However, returned device analysis revealed a shaft break.